Event description:
It was reported that the wake button on the pump was "not working properly". There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no troubleshooting was performed, and no additional information was received regarding the outcome of the event.